Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of (B)(4). Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced abdominal pain. On an unknown date, the patient experienced mild pain at the stoma site with redness, and green discharge. On an unknown date, the patient was prescribed unknown oral antibiotics for the stoma site infection. It was reported that the patient's stoma site had erythema visible, and no pain or swelling.